Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus without use input. Review of the pump data logs by tandem technical support shows that the bolus was entered manually. Reportedly, the customer experienced a low blood glucose (bg); however a specific value was not provided. Family members provided honey to treat bg as customer became unconscious. Customer sustained a scrape on his back due to becoming unconscious.